Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. Investigation summary: bd received one photo for investigation. The photo was reviewed and no fill was not observed as tubes did contain a small amount of blood. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: no fill; however, it has been confirmed for underfill since the tubes contained a small amount of blood. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.